Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 8 x 3.50mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a complete hypotube break at 65.2 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that stent damage occured. An 8 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during delivery, it was noted that the delivery system has broken when it was inserted to the y connector. The procedure was completed with a new promus stent. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 8 x 3.50 promus premier drug-eluting stent was selected for use in a percutaneous coronary intervention. However, during preparation, the delivery system broke when it was inserted in the y-connector. The procedure was completed with another of same device. No patient complications were reported.